Manufacturer narrative:
Unless substantially significant info becomes available, this constitutes a final report. The symptoms exhibited are consistent with those described in the literature for allergic reactions, severe allergic reactions, and immediate generalized reactions. Platelet concentrate (pc) transfusions have been documented to be associated with these reactions. The source of reactions, such as experienced by this pt have been attributed to elements in the plasma. While the volume of plasma transfused is minimized by preparation of in t-sol pc, sufficient plasma or plasma content may have remained to trigger some of these reactions. Eval of this survey, the scope of which was the year 1993, resulted in reports of reactions of varying types. The survey produced responses from 396 institutions initially. From these responses, more detailed questionnaires were sent to 164 of the original responses, and a third questionnaire was sent to 24 facilities which had responded describing hypotensive and/or respiratory failure reactions to pc. A total of twenty (20) such reactions remained. Three (3) of these were compatible with a diagnosis of trali. The other seventeen (17) were characterized by hypotension and/or respiratory and/or allergic symptoms. Of the seventeen (17), fifteen (15) were filtered pc transfusions. In all cases, analyses of these reports rendered conclusions of immediate generalized reactions (igr), transfusion related acute induced lung injury (trali), or citrate toxicity, occurring apparently independently of the filter. It appears that immediate generalized reactions following pc transfusions occur with a natural and significant frequency, and that leukodepletion does not increase, buy may in fact decrease, the frequency of immediate generalized reactions.

Event description:
It was reported that a patient diagnosed with myelogenous leukemia was administered with 100ml of saline via a catheter with no subsequent reaction. This was followed by anti-histamine and steriods (250mg) infusion prior to a transfusion of 2ml of 4 day old, hla matched platelets through the device. The transfusion was stopped to see if the patient reacted. Within two minutes the patient became unwell, puffy and red in the face and was experiencing dyspnea. Adrenaline was administered as well as an inhalent to ease broncho constriction. The patient became weaker and reportedly went into cardiac arrest. A few moments later the patient revived and was taken to the intensive care unit. In the itu, 2 units of red cells were transfused, without incident. The patient was discharged on 9/03/97. The patient had previously received buffy coat platelets through the device 5-6 times before as well as rbc concentrate through another of the firm's leukodepletion devices, without a reaction.